Event description:
It was reported that during a procedure at the user facility the tourniquet experienced a leak. No medical intervention and no adverse consequences were reported with this event. Additional information has been requested from the user facility.